Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone17.5. Cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels declined to 30 mg/dl while wearing the pod for longer than 48 hours. The patient reports they had ate breakfast followed by a second breakfast at school but their blood glucose levels had not decreased. The patient reports after being treated by the school nurse their blood glucose levels had not decreased so they were taken to the hospital by their parent. Once at the hospital the patient as admitted. The patient was treated with food, dextrose, insulin and intravenous fluids. The patient was in the hospital for 2-3 days.